Event description:
During an atrial fibrillation procedure, the sheath was inserted following the completion of the pre-map. During the purging process, air was noted within the sheath. Despite repeated attempts, the air could not be removed. The sheath was exchanged, and the procedure was successfully completed with no adverse consequences to the patient.

Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. An event of a gas leak was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seal was microscopically inspected. A tear was noted on seal slit. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak remains unknown. No nonconformances associated with the reported event were identified.